Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the 900rd009 gas supply lines of 13 rd900agu neopuff infant resuscitators could not be fitted correctly to the gas inlet ports of the neopuffs. This was observed during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The 900rd009 neopuff gas supply lines are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint devices and have completed our investigation.